Event description:
Procedure: resection. According to the reporter: staples did not form properly. Blood loss was less than 250cc. The procedure was converted from endoscopic to open surgery and the procedure time was extended beyond 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 11/04/2009.